Manufacturer narrative:
The device was not returned for evaluation. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ent450, 17845-5c-aw rev a 10/17. Changing your pod 3 / page 34: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Changing your pod 3 / page 23: warning: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The father reported the following: time: 2:52 am, blood glucose level: 305 mg/dl; 6:15 am, 196 mg/dl; 6:18 am, 212 mg/dl; 10:11 am, 291 mg/dl; 11:38 am, 299 mg/dl; 2:00 pm, 209 mg/dl. The patient removed the pod, the cannula had dislodged and was bent. The patient treated the hyperglycemia by applying a new pod. The pod was worn between 4 and 24 hours on the abdomen.

Manufacturer narrative:
The device was received and evaluated. The device was received with the slide insert in the viewing window, but the soft cannula was not exposed. Per the customers description, it was noted that ¿the pod was dropped and the cannula got separated from the pod¿. The damage was confirmed. A conclusive root cause for the reported events could not be determine.